Event description:
It was reported to hamilton medical ag that: ¿immediately after starting ventilation, mr1 displays the error messages ¿expiratory stenosis¿ and ¿peep too high.¿ a patient was connected and device was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical reference # (B)(4). Investigation outcome: according to the log files provided, the hamilton-mr1 ventilator displayed error messages: high peep and exhalation obstructed. The alarms appeared and cleared again within seconds, which indicates an intermittent restriction of expiratory flow. A patient was connected to the ventilator at the time of the incident, however the incident occurred immediately after the start of ventilation. Device was exchanged and no harm to the patient was reported. The video analysis confirmed a mechanical issue; the expiratory valve membrane does not lift properly and sticks to the valve cover. After the expiratory valve cover was changed, the device worked as intended. The case is considered as closed.